Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported fluid leak coming from the reagent probe b. The leak was contained in the drip tray within the unicel dxc 600i sychron system. There was no report of injury or exposure. The fse was wearing proper personal protective equipment (ppe). No erroneous patient results generated.